Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. It was reported that visual images from the procedure would be provided for analysis. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record for valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description does not indicate a potential manufacturing issue. Regurgitation and paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The issue was successfully resolved through implant of a second valve, and no other adverse effects were reported.

Event description:
Medtronic received information that severe central aortic regurgitation and a mild paravalvular leak (pvl) were observed following the implant of this transcatheter bioprosthetic valve. Hemodynamics showed matching aortic diastolic and ventricular diastolic pressures. No anomalies were noted regarding patient anatomy or device implant preparations. A second valve was implanted 8 millimeters higher than the first, resulting in acceptable hemodynamics and aortic regurgitation. It was speculated that there was possible leaflet failure due to echocardiogram, angiogram, and hemodynamic pressure results. Trace pvl remained after implant of the second valve. No adverse patient effects beyond the prolonged procedure and second device implant were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.